Manufacturer narrative:
An event regarding loosening involving a mako insert was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since provided medical records reviewed by consulting clinician indicated that patient was revised due to implant loosening. The insert is an integral part of the tibial component construct and will have to be explanted together with the loose baseplate and no other allegations were made against the insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. (B)(6) . Revised a bilateral mako medial uni patient to a total knee with a 5mm augment on each tibia. Original surgery was done (B)(6) 2012 by dr. (B)(6). This pi is for the left knee. Event update received on 09-may-2017: revision was due to pain. Nothing else was made available by the hospital.

Manufacturer narrative:
The following devices were also listed in this report: mck femoral-lm-rl-sz 2; cat# 180502; lot# 26260412-01. Mck tibial baseplate-lm/rl-sz 3; cat# 180603; lot# 26260612-01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) revised a bilateral mako medial uni patient to a total knee with a 5mm augment on each tibia. Original surgery was done (B)(6) 2012 by dr. (B)(6). This pi is for the left knee.